Event description:
A portion of the jaw from the disposable bipolar device in the ethicon cardiovations clearglide evh (endoscopic vein harvesting) kit broke while in use. The entire device was removed from the surgical field and a replacement device was then used. No pieces are believed, by the physician's assistant, to have broken free from the device. While the device was being examined by the sales rep, the bent back portion of the broken bipolar device was broken off and placed in specimen cut before sending it to the risk management.